Manufacturer narrative:
(B)(4) adverse incident report reference no (B)(4); submitted to (B)(4) by the patient. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a mid urethral tape for stress incontinence procedure. According to the complainant, post procedure, the device could be felt through the vaginal walls and intercourse has been extremely painful and impossible for more than three years. Reportedly, the device is likely to erode if it is left in place. Extreme pain was also experienced upon examination. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.